Event description:
A pt fatality had occurred after a platelet transfusion. The pt suffered septic shock and died within 24 hours after receiving one dose of a split platelet product. The involved apheresis platelet unit was transfused in 2005 on the 5th day of platelet storage. The pt developed hypotension, dyspnea and cardiac arrest on the day of event. This pt had breast cancer and chronic obstructive pulmonary disease, was relatively healthy before the transfusion, but had thrombocytopenia. A second pt that received the other dose of this split platelet product on day 3 of storage was reported as developing sepsis and survived after being promptly treated for sepsis. This event will be reported on a separate medwatch report.